Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cinchlock ss anchor was deployed during procedure and some of the wire broke off from the anchor and inserter. The wire running through the cinchlock ss implant broke off in the joint space as the wire was not completely released from the implant as it normally is. The wire was successfully able to be removed from the patient after additional effort during the procedure.

Event description:
It was reported that the cinchlock ss anchor was deployed during procedure and some of the wire broke off from the anchor and inserter. The wire running through the cinchlock ss implant broke off in the joint space as the wire was not completely released from the implant as it normally is. The wire was successfully able to be removed from the patient after additional effort during the procedure.

Manufacturer narrative:
It was confirmed the device is not available for inspection in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire remaining in the anchor probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.